Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump's clock was gaining or losing time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the pump's black box showed that the time and date was resetting to default following a pump reboot at 2:51pm (B)(6) 2014; the time was then manually set to 12:00am (B)(6) 2014. Time was manually changed from 1:56am (B)(6) 2014 to 1:52pm (B)(6) 2014 and from 2:48am (B)(6) 2014 to 5:58pm (B)(6) 2014. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test. The battery was removed for a period of time and when it was reinserted the time and date had reset to default. The pump was opened for investigation and the internal battery was found to be leaking.